Event description:
It was reported that the patient was experiencing inadequate relief. The patient underwent paddle revision procedure. Patient is doing well postoperatively. The explanted device was kept by the facility and will not be returned.